Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore, functional testing could not be performed. No share log data was available for review. The confirmation of the problem was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. It was determined that loss of connection was related to the mobile application. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Report submitted in error. Please see MFR 3004753838-2017-111932, follow-up number 001.

Manufacturer narrative:
Com(B)(4).

Event description:
Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined.